Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported during exit interview of a company representative that "10 cases of product failure were noted where small qwix screws were breaking vertically". The representative refused to provided any additional information and stated he 'notified his manager of issues.' (B)(6) 2014 - additional information was received from the manager who confirmed he knew of 1 screw breaking during surgery. The date of surgery was not known. There was no adverse consequence or injury to the patient.